Event description:
The following has been reported: biomed reported: "service needed error." Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Unit started up with red pump alarm and failed basic recharge test. Dynoflow air compressor is not functioning properly. An internal investigation found fva secondary pin being restricted by loose spring cage spring. Removed and reseated spring. Debris was found on both fva and loading pin lip seals. Dynoflow air compressor, fva lip seals and upper/lower loading pin lip seals will be removed and replaced during repair process. No other damage found. An internal investigation was opened to address this issue.